Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose and no delivery alarm. The customer¿s blood glucose was 400 mg/dl at the time of the incident. Patient's current bg: 324 mg/dl. Assisted customer in performing a 5.0u fill cannula. Customer states the insulin exited. Original fill cannula 0.500 units. Customer is able to remove set at this time to test site portion of infusion set. Advise to remove the set and examine the cannula. Customer stated that the cannula is not bent. Customer wishes to run an additional 5u fill cannula to determine if cannula/site connection may be occluded. Advise to reconnect tubing at qr and prime a 5u fill cannula. Results of prime: as per customer insulin exits from the infusion set and no insulin flow blocked alarm. The pump will not be returned for analysis.